Manufacturer narrative:
A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(4) was performed from the date of manufacture, 13-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, field service engineer (fse) powered off the pyxis system, reseated the cables, and powered the system back on. No problems were found. The system worked as expected. The customer tested it multiple times with no issues observed. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es mini drawer with the morphine syringes repeatedly failed leading to complaints from the doctors. The user attempted troubleshooting, but the issue remained unresolved. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.